Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm, loose drive support cap was also reported. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.